Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the ria reaming rod and reaming drive shaft broke. Fragments were not generated or left in the patient. There was a surgical delay of one (1) minute. The procedure was successfully completed. The patient status was unknown. This report is for one (1) drive shaft-minimum 520mm length-for use with ria. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation flow: damage. Visual inspection: the drive shaft minimum 520mm length, for use with ria (p/n: 314.743, lot #: (B)(6)) was received at us cq, broken at the distal end of the shaft. Additionally, scratches from field usage were observed on the device. No other issues were identified with the returned components of the device. Device failure/defect was identified. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming, the allegation. Conclusion: the complaint was confirmed, for the drive shaft minimum 520mm length. For use with ria (p/n 314.743, lot #: (B)(6)) ,as the shaft of the device was broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication, that a design or manufacturing issue has caused the breakage. And hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:314.743, synthes lot number#: 6278859, supplier lot number#: (B)(4), release to warehouse date: dec 03, 2009, expiration date: n/a, supplier: (B)(4). Ncr # (B)(4) was generated, during production. For etch has wrong supplier lot number and cert not complete. Al parts were returned. This non-conformance is not relevant, since it is not related to complaint condition. Device history review: review of the device history record showed, that there were no issues, during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.